Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) protective sheath was removed, the stent dislodged and was located inside the sheath. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from the sds, it was returned inside the protective sheath. The first row of distal struts were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was a kink in the inner and outer member 6 cm distal to the guide wire exit notch. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The measurements did not meet manufacturing criteria. The measurements were oversized. The inner diameter of the flared end of the protective sheath was measured with pin gauges and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The analysis confirmed the stent was dislodged from the balloon, and was found inside the protective sheath. Additionally, the absence of blood or contrast in/on the sds is consistent with the reported dislodgement outside of the body and no patient involvement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacture. The device analysis indicates the presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The stent implant was returned inside the protective sheath. It was noted that the stent was slightly smashed at the first row of the distal end of the stent suggesting that the protective sheath may have been forcefully removed or that the stent was handled after the dislodgement. The inner diameter of the protective sheath may have been forcefully removed or that the stent was handled after the dislodgement. The inner diameter of the protective sheath met manufacturing criteria. The oversized outer diameters of the stent implant suggests that the stent slightly expanded as it traveled over the balloon during dislodgement, as would be expected. It is also possible that the oversized diameters may have originated from the manufacturing site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unknown when the outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. A conclusive root cause could not be determined for the reported stent dislodgement. The inner and outer members were noted to be kinked distal to the guide exit notch during the analysis of the device. This damage was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.